Manufacturer narrative:
Block a1: meshc-20210929-5bf377b9. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06771.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; oth pain (womb and deep inside stomach cramps - when sitting on hard surfaces - gripping pain); diff bowel; rec incont; aggrav incont; psych nonsurgical treatments: on (B)(6) 2014 the patient commenced pain medication: panadol osteo for the treatment of: pain. Treatment duration: nearly 7 years - as needed. On (B)(6) 2010 the patient commenced topical treatment (including oestrogen cream): ovestin cream for the treatment of: dryness and to keep vagina lubricated to avoid perforated . Treatment duration: 11 years.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; oth pain (womb and deep inside stomach cramps - when sitting on hard surfaces - gripping pain); diff bowel; rec incont; aggrav incont; psych. Nonsurgical treatments: on (B)(6) 2014 the patient commenced pain medication: panadol osteo for the treatment of: pain. Treatment duration: nearly 7 years - as needed. On (B)(6) 2010 the patient commenced topical treatment (including oestrogen cream): ovestin cream for the treatment of: dryness and to keep vagina lubricated to avoid perforated. Treatment duration: 11 years.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.